Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one used sample, one unused sample, and two photos were provided to our quality team for investigation. Upon inspection of the photos, there is no visible damage or other defect that can be identified within the photo to indicate any problems with the infusion adapter. A device history review was performed for lot 2406506, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no damage was observed on any of the devices. Functional testing was completed, assembling the adapters into a bd IV bag. The adapters were fully inserted into the port without issue, liquid was injected into the bag and the bag was hung. After twenty-four hours of observation, no issues were identified, the spikes remained properly connected in the infusion bag and no leaks occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All returned and retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the samples provided and our quality teams investigation, we cannot identify a root cause related to our product or manufacturing process at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 515078. Batch# 2406506. It was reported that while spiking our bd 250ml ns bag with phaseal, the adapter will slip out of port on bag. Verbatim: rcc received a complaint via email. Customer spiking our bd 250ml ns bag with phaseal, account describes that adapter will slip out of port on bag. Additional information kindly provide the batch/lot number of the product. Lot# 12tae03 exp: 1/2026. Device make and model involved (adapter): phaseal optima infusion adapter ref# (B)(4). Please clarify hcp impact. Was medical intervention required? Potential hazardous spill of chemotherapy onto mixing technician or patient. No medical intervention needed. What hazardous blood, bodily fluid or was the hcp exposed to? None